Manufacturer narrative:
(B)(4). Date sent: 07/23/2025 d4: batch # c9em5p. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ech60s device was returned with the closure trigger broken and with no reload present. No functional test was performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. The damage on the device, it is possible that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device event log was reviewed. The log indicates that no suspect power cycles were noted. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished ech60s, with lot/batch number c9em5p, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap bowel resection procedure, it was observed that the handle on the device broke off while stapling the bowel section. Changed to a new one to complete the procedure with a delay of five minutes. There was no patient consequence reported. No additional information provided.